Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was 600 mg/dl. Insulin pens and bolus deliveries via the pump were used to address the high bg level. Tandem technical support had the customer perform a system check and the current occlusion appeared to be within the tubing. Reportedly, the customer had been using apidra insulin in the cartridge, the customer loaded a new cartridge with novolog and attached a new infusion set.